Manufacturer narrative:
Device was received with no button response due to corroded keypad traces. Unable to perform the self test and displacement test due to no button response.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had stuck button alarm and insulin pump was not doing anything. Customer¿s blood glucose was 93mg/dl. . Customer was advised to refer to back up plan. Insulin pump will be returned for analysis.